Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left-mentor siltex round moderate profile 275cc saline breast, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor siltex round moderate profile 275cc saline breast implants which the right side deflated after implantation. The issue confirmed by the doctor. As a result, patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
Additional information received on 8/23/2018, indicated that the left implant was deflated not the right implant as it was reported in the initial report, as a result patient underwent bilateral removal and replacement with saline implants. (B)(4)

Manufacturer narrative:
On (B)(6) 2018, additional information indicated that the patient underwent bilateral removal and replacements as follow: left replaced with catalog number 3501640, serial number (B)(4), and right replaced with catalog number 3501640, serial number (B)(4). On (B)(6) 2018, additional information indicated that the lot number of the received implant is updated to 6774334, and the serial number is blank. On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device. Yellow material was observed on the shell surface. During visual examination of the device, pe observed a rent on the posterior view measuring approximately 0.4 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. : the complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the yellow material observed. . Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).